Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. During investigation, damage was observed to the environmental seal cap. No additional damage was observed to the bottom housing or formed needle that would indicate this damage affected the deployment of the needle mechanism. No damages or defects were observed to the needle mechanism that would prevent the needle from deploying as intended. The needle mechanism was reset and no issues were observed when it was manually deployed. Although no issues were observed during investigation that would prevent the needle mechanism from deploying as intended, it could not be conclusively determined when the needle mechanism deployed. A root cause for the reported needle did not deploy could not be determined.